Event description:
It was reported the b1011 was used during a laparoscopic appendectomy. There was a non visible crack in the sleeve of the device at the distal tip. As the surgeon went to insert the device, the crack grabbed the tissue and pulled it with it. This was reported to be traumatic to the tissue and bleeding resulted. The bleeding was controlled with two sutures. It is not known how the case was completed. There was no consequence to the pt. 12/05/96 the surgeon stated an open laparoscopy was performed. The surgeon was 30-40 minutes into the case when another surgeon was called in to remove the appendix. The other surgeon came into the room and began to look around the abdomen approx 1 hour and 40 minutes into the case. Bright red blood was noticed from the trocar site. The surgeon performed a lapartomy as a result of the bleeding, which was controlled with sutures. The device was removed and a 1-2 1/2cm crack along the sheath was noticed. The pt's tissue was caught in the crack and this shredded the tissue and tore the muscle. The muscle was repaired with suture. The pt lost approx 350cc of blood. The pt is doing fine now.